Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, possible under delivery anomaly, keypad/button unresponsive/button error. The customer reported blood glucose value of 540 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: no leading event noted document treatment for high bg: treated with set change and mdi other than insulin, indicate medications taken to treat diabetes: no document type of diabetes: type 1. The event involved product(s) mmt-7333, mmt-342, mmt-1884, mmt-7040a, mmt-397. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to test pump. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Reported issue resolved, no escalation required. No further patient complications were reported. No product return is required for mmt-7333. No product return is required for mmt-342. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-7040a. No product return is required for mmt-397.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced a possible under-delivery anomaly and received a keypad stuck button alarm. The customer reported a blood glucose value of 540 mg/dl. The customer reported hyperglycemia, which was treated with manual injection/insulin pen and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7333, mmt-342, mmt-1884, mmt-7040a, and mmt-397. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48 hours of the reported high bg event. Customer declined to test the pump. Customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. No further patient complications were reported. No product return is required for mmt-7333. No product return is required for mmt-342. Mmt-1884 was requested and customer response was that the device will be returned. The customer will discontinue using the device. No product return is required for mmt-7040a. No product return is required for mmt-397.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No communication with guardian link transmitter properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thus software. The test guardian link transmitter connect properly with care link. No communication anomaly noted. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file the unit p-cap / test reservoir locks in place properly. Unit received with fading serial number label. Unit was not confirmed for possible high bg¿s / under delivery anomalies or unresponsive keypad. No stuck key alarms noted during testing. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.